Event description:
It was reported the patient's drg ipg had migrated. Reportedly, the patient complained the ipg was pushing on her iliac crest, and causing unwanted pain. Surgical intervention was taken and the ipg was repositioned in a new pocket higher than the original pocket located at the left upper buttock. Stimulation therapy was confirmed postoperative and the issue addressed.